Event description:
It was reported that the customer was in the hospital for a broken leg. While in the hospital, the customer experienced high and low blood glucose. The customer's blood glucose reading was 108 mg/dl at the time of the report. Troubleshooting was performed, and the displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.